Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient stated there was fluid all over the place but did not specify where. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the patient. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the patient reported that the leak was not associated with the cassette. The pdrn stated the patient did not know what phase leak occurred and did not know exactly where leak occurred. There was an alarm associated with the leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There no were visual indication of particulates within cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. During an initial simulated treatment setup, a pressure leak alarm occurred. A subsequent system air leak test failed. Upon troubleshooting of the fault, the bag 1 balloon valve head had a leak. After replacing the balloon valve head, a subsequent the simulated treatment pre-ast (15 min)-test treatment passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.